Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The returned meter was tested using the in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory. The meter readings were uploaded to the glucofacts deluxe, which showed that the customer did not use the blood glucose meter regularly.